Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during device analysis. The customer reported complaint was confirmed through visual inspection. It was additionally found that the downstream occlusion (dso) seal was delaminated. The dso seal, front and rear housing was replaced.

Event description:
The device was returned for broken hinge. The event occurred during testing. During physical inspection, it was found that there was a delaminated downstream occlusion (dso) seal.